Event description:
At the beginning of a transoral incisionless fundoplication (tif) procedure the physician experienced some difficulty with the introduction of the device. Once the physician thrust the patients jaw and dropped the cuff around the intubation tube, the device and scope passed easily. After the procedure a CT scan was performed and showed a microperforation of the pharynx on the right side. It is unknown if it was caused by the entry of the device or the intubation. The physician administered steroids and the patient is doing fine now.

Manufacturer narrative:
Device evaluated by manufacturer. No allegation of a product malfunction and the device was disposed of per the hospital's standard operating procedure and is not available for an evaluation.